Event description:
Upon receipt of the device, the service repair technician (srt) reported that the oxygen (o2) sensor failed during testing at the service center during a calibration test step. At 80% fraction of inspired oxygen (fio2) the reading was outside of the acceptable tolerance. There was no patient involvement.

Manufacturer narrative:
The srt replaced the o2 sensor and reconditioned the electronic patient gas system (epgs). The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reported complaint was confirmed. Per supplier evaluation, no oxygen (o2) sensor failures were detected. The o2 sensor functioned as expected during testing of all parameters and curves. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.